Event description:
It was reported when using the unspecified bd vacutainer® barricor¿ blood collection tubes, the device experienced failure or could not aspirate the tube using the analyzer. The following information was provided by the initial reporter. The customer stated: "the hospital is experiencing difficulties with the barricor tube. They complain of aspiration problems."

Manufacturer narrative:
Investigation: bd did not receive samples or photographs from the customer in support of this complaint. The device history records could not be reviewed because lot number was not provided. Functional testing was conducted on retention samples from material #365053, lot# 015156, 3.5ml barricor tubes. Testing included blood drawn from subjects and bagged blood, no aspiration errors were observed. H3 other text.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported when using the unspecified bd vacutainer® barricor¿ blood collection tubes, the device experienced failure or could not aspirate the tube using the analyzer. The following information was provided by the initial reporter. The customer stated: "the hospital is experiencing difficulties with the barricor tube. They complain of aspiration problems."